Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received bhcg results of 1 ui/l for one pregnant woman. The initial result was reported and questioned by the doctor. The doctor requested it be repeated. Same sample was repeated on (B)(6)2010 and gave bhcg result 16338 ui/l. The repeat result matched the patient's condition. Regeant lot of bhcg was #155484. No adverse effects were reported. If additional information is received, appropriate notification will be provided. The field service representative found the static guard was not contacting the sample tube as intended and sample tubes may not have been positioned correctly in the racks. Inserts were added to correct the sample tube position. Performance tests were performed by the field service representative and the analyzer worked without further issue since the observation.

Event description:
Same case as MFR#:2134265-2010-01527, 2134265-2010-01529.it was reported that during a coronary drug eluting stenting treatment procedure, stent thrombosis occurred followed by patient death.in (B) (6) 2007, a 3.00x24mm taxus express2 stent (more proximal) and a 2.50x24mm taxus express2 stent (more distal) were placed overlapping in the left anterior descending (lad) artery. The patient was ¿very ill¿ and an intra-aortic balloon pump (iabp) was placed. The procedure was successful and the patient was discharged with no complications or injuries.in (B) (6) 2008, the patient returned for a reintervention. The reason is not known. A 3.00x16mm taxus express2 stent was implanted in the proximal lad.in (B) (6) 2009, a 2.5x12mm promus stent was implanted in the left circumflex (lcx).seven months post the stenting procedure, the patient was admitted to the emergency room with chest pain and elevated st levels. An EKG was performed, and the physician determined thrombosis was present in the location of the taxus express2 stents. The patient coded and died before intervention was performed.

Manufacturer narrative:
The investigation determined most probably the issue was caused by too low sample volume in combination with foam or bubbles on the sample. Issue was solved by actions performed by the field service representative.